Manufacturer narrative:
Bci field service engineer replaced the retic line tubing and verified the instrument operation. Raw data analysis for this cf event is pending. The root cause for erroneous reticulocyte results has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated reticulocyte results generated by coulter lh780 hematology analyzer on one patient specimen. The erroneous results were reported out of the laboratory. The first specimen had no instrument generated flags or messages. This specimen was not rerun on lh780 instrument and had a manual retic test performed. The manual retic test produced lower reticulocyte results and the results were sent out as the corrected report on this specimen. There was no death, injury, or change to patient treatment associated with this event.